Event description:
The home care pt alleges that the tracheostomy tube shaft separated from the flange/15mm connector after 10 days use. The tube shaft allegedly entered the pt's right mainstem bronchus requiring removal via a bronchoscope.